Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device. Residual fluid and corrosion were found on the surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed evidence of this failure mode. Ultimately, lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). The occurrence rate of this failure mode is projected to be 1.35/10,000 for this lot; improvement activities are in-process. Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although, we do not rely on labeling, this is additional mitigation as part of the normal activities of a diabetic.

Event description:
The customer's mother reported that her daughter's bg levels "started to climb"; in response, she administered three correction boluses. Despite the boluses, the customer's bg's "went up to about 500mg/dl." The pod then initiated an occlusion alarm and was removed. Upon inspection of the pod, the mother "noticed that the batteries had some rust on them." The pod will be returned for evaluation.